Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reported items were sent back yesterday in prepackaged envelope, I was made aware today of another needle issue from last week. Additional information received. 16- may-2023 confirming defect of needle clogged blocked as well as leak.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary it was reported the needle with clogged and caused leakage. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with no plastic shield and two droplets of solution. No other information could be obtained from the photos. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.